Manufacturer narrative:
Device evaluation summary: visual inspection of the 3/8" x 3/8" fitting shows evidence of a crack in one of the luer connections. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the crack. Reason for return was confirmed. Conclusion: complaint is confirmed for component with leakage. Analysis found evidence of a crack in one of the luer connections. After evaluation the cause of this complaint could not be determined; additional information is needed. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from april through june for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, a clear priming solution leak at the 3/8x3/8 double luer connector was observed at the time of set-up and priming. The exact location of the leak in the custom tubing pack specification was line 4, page 4 of 8. When the leak was identified, the extra corporeal membrane oxygenation (ECMO) specialist isolated the connector and then removed it from the circuit. They replaced the leaking connector with an off the shelf 3/8x3/8 double luer connector and proceeded with the setup and priming of the circuit. There was no patient involvement so no adverse effect occurred. Additional information: there was no visible air in the system/tubing. The same leak did not appear in multiple packs. It was not indicated on which side of the connector the leak was found.